Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Pump was opened with the intent to use, but patient unfortunately expired before the device could be placed.

Manufacturer narrative:
B.7 information was added that was inadvertently omitted from the initial report that was submitted. D.4 lot number and expiration date were added as they were inadvertently omitted from the initial report that was submitted. E.1 added initial report phone number and zip code extension as they were inadvertently omitted from the initial report that was submitted. E.4 added as selection was inadvertently omitted from the initial report that was submitted. H.4 date was added as it was inadvertently omitted from the initial report that was submitted. H.10 additional information was provided. It is very unlikely the demise outcome is associated with the device. The patient presented with st-elevation myocardial infarction and percutaneous coronary intervention (pci) was being completed. Upon opening the circumflex, the patient lost all pulsatility and coded. A decision was made to place an impella cp pump during cardiopulmonary resuscitation (CPR) performance and the patient was shocked multiple times. However, efforts were unsuccessful. The patient expired after the peel-away introducer was placed but before impella cp pump insertion. Conservatively the report is being submitted for death on the introducer. Although, the patient's underlying condition, (if not for an adverse event occurring during pci which has not been reported nor indicated), is likely the reason the patient lost pulsatility, coded requiring CPR all before the peel-away introducer was inserted.